Event description:
The consumer alleges they have had several problems with the chair. The most recent alleged incident was, when consumer was playing with their dog with a toy in their right hand next to the joystick. The dog grabbed the toy and the chair allegedly accelerated forward on its own and ran into a wall. The consumer allegedly fractured a toe and had ankle pain.